Event description:
The physician performed a rotoblader procedure on the vessel, prior to advancing the stent to the proximal right lesion site. As the physician advanced the stent, it sheared off the balloon and shifted back proximal onto the balloon itself.